Event description:
The physician attempted to deploy a 2.50mm diameter x 24mm length endeavor resolute rx drug eluting stent to treat a lesion located in the mid diagonal in patient. It was reported that there were no issues noted during the preparation of the device prior to use. The lesion was pre-dilated. It was reported that the stent was nearly passing the lesion in the mid diagonal, but the proximal part of the stent couldn¿t pass through the lesion. Resistance was noted during advancement to the target lesion and force was required to advance the device. When the stent was withdrawn from the patient, it was noted that the stent was damaged ¿ a strut was lifted. Another stent was used to complete the procedure. No injury or other sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). (Limited information received). No results available since no evaluation was performed (device or procedural images not returned for evaluation). Evaluation conclusions: (limited information received). Known inherent risk of procedure (failure to deliver stent and stent deformation). Unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).